Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels, and received calibration not accepted alert. The customer was also reported a crack on battery tube side, and serial number by the pump clip was rubbed off. The customer reported blood glucose value of 50 mg/dl, sensor glucose value of 300 mg/dl at the time of event and the hypoglycemic event was treated with glucose/carb intake. The event involved products mmt-7040a, mmt-1884, mmt-441ak, and mmt-342g. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for cosmetic damage allegation, customer stated that, damage affecting/impacting pump functionality. Customer was advised to replace the insulin pump. The difference between blood glucose and sensor glucose levels was not within acceptable range. No further patient complications were reported. No product return is required for mmt-7040a, mmt-441ak, and mmt-342g. Mmt-1884 was requested, and the customer's response was that the device will be returned. Frn-mmt-342g-rsvr, unomed set.